Manufacturer narrative:
The hillrom technician found the electric board needed to be replaced. Per the hillrom service manual the compella bed requires an effective maintenance program. We recommend that you perform annual preventative maintenance. Pay particular attention to safety features, which include but are not limited to: controls return to off or the neutral position when released. Make sure that the controls are in good condition and that the membranes are not worn or torn. Do the function checks. Make sure that the bed does not fail any of the function checks. Replace or repair parts as necessary. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in (B)(6) 2020. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the electric board to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating that the bed was moving on its own. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).